Event description:
Customer called to report the pump's reservoir door came loose while customer was wearing the unit. The device was not being worn in the leather case. It was also stated that the door became dislodged as well as the driver arms and insulin was accidentally infused due to the pressure on the loose plunger. The driver arms were intact and able to be snapped into place on the leadscrew. The door was also able to be snapped into place but it was noted that it continued to be loose.